Event description:
Procedure: thoracotomy. According to the reporter: when the cartridge was attached to the handle, the jaws would not open, the doctor used another handle and reload and was able to continue the case. Investigation revealed that additional tissue was resected.

Manufacturer narrative:
(B)(4). K083519.